Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient had multiple seizures recently and wanted the vns to be checked. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The explanted generator was received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.